Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant. During the procedure, the patient felt unbearable pain and was found to have a venous dissection. In consideration of the patient's condition, the physician decided not to install the lead but to implant a single chamber to complete the surgery quickly. The patient was stable.

Manufacturer narrative:
The lead was returned due to ¿patient felt unbearable pain and was found to have a venous dissection¿. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.